Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via transmission. The patient received an inappropriate shock from the implantable cardioverter defibrillator. On inspection of the transmission, it seemed to be an inappropriate shock for supraventricular tachycardia. This was because of the irregularities and the blanking period of p waves that the supraventricular tachycardia discriminator changed rate branch in the episode and because of that the chamber onset discriminator looked back but could not verify what the chamber of onset was due to the length of the episode. The morphology did not match either so the device delivered anti-tachycardia pacing followed by shock therapy which terminated the supraventricular tachycardia. Because of the patient's history and current medical status, programming changes were made. The patient was stable.